Event description:
It was reported that the patient had a severe reaction to the 72r electrodes. It was later reported that the patient had a rash after using the 72r electrodes for one day. The patient contacted his doctor who recommended the patient see an allergist. The allergist performed an allergy test and prescribed medication for the patient¿s rash. The patient is waiting to hear back with the results of the allergy test before trying the 63b electrodes. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Additional information: b4: date of this report, d4: lot number and expiration date, g3: date received by manufacturer, h4: device manufacture date, h6: evaluation codes corrected data: d1: brand name, d2: common device name, d4: model number, h5 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record and certificate of conformance were reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient had a severe reaction to the 72r electrodes. It was later reported that the patient had a rash after using the 72r electrodes for one day. The patient contacted his doctor who recommended the patient see an allergist. The allergist performed an allergy test and prescribed medication for the patient¿s rash. The patient is waiting to hear back with the results of the allergy test before trying the 63b electrodes. No further information was provided.